Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred after use of the device for peritoneal dialysis therapy. The transfer set had been in use for two months. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2025. D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed and a separation between the female connector and the main body was observed. Functional tests which included leak, clear passage, and clamp function testing were performed with no issues observed. The reported condition was verified. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.